Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: the black box shows unexpected por events on (B)(6) 2016. Consecutive ¿cs054/c052/cs012¿ alarms labeled slave are observed on (B)(6) 2016. The battery compartment/cap was undamaged and able to fit securely. The pump alarmed with ¿cs069¿ upon start up, unable to verify steps and to adequately investigate reported ¿no power¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.